Manufacturer narrative:
The investigation into the limb ischemia and subsequent intervention has completed. When the impella was inserted to the femoral artery there was limb ischemia. The ischemia was found in the artery that had been noted to be <4mm on angiogram. The root cause of the ischemia was the condition/size of the native vessel. The failure mode will be monitored and trended.

Event description:
A (B)(6) female with multiple underlying comorbidities was admitted suffering from an acute myocardial infarction. She had a dissected left main coronary artery that was intervened upon while under support of the impella cp pump. During the intervention she began to deteriorate and the team discovered that she had bleeding to her abdomen due to a bleed from the inferior vena cava. A laparotomy was performed and she had more than 10 units of blood infused. While in the ICU for continued monitoring her lower limb exhibited signs of ischemia. Due to her previous bleed, the team did not utilize anticoagulation in the impella per IFU recommendations. External bypass was placed to perfuse her limbs. After 26 hours of impella support the pump was explanted. When explanted the team performed balloon angioplasty to the impella site, specifically the common femoral artery, and the limb was improved.